Manufacturer narrative:
Concomitant products: dtba1d1 crtd implanted (B)(6) 2016; 694765 lead implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was also reported that the left ventricular (lv) lead had high thresholds. The replacement ra lead dislodged and exhibited placement difficulty. The original ra lead was inactivated and replaced. The lv lead was capped and replaced and the new ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.